Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard alert tones and came in to the clinic. Undefined high impedance was noted on both defibrillation coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.